Manufacturer narrative:
Awaiting product return to conduct quality evaluation.

Event description:
Consumer called to report accuracy issues with his plink meter. Analysis run on clark error grid using mean average reading (184) as ref vs bd readings (44, 244, 264) yielded data points in the e range of the grind, outside of acceptable limits.